Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to auto-reduction. Diagnostics revealed multiple invalid impedances. Subsequently, the reported lead (off-label) was explanted and replaced which resolved the issue. The patient has two systems implanted. It is unknown which system the reported lead belongs to, hence all implanted products for the two systems have been included. This report was originally submitted on 09/14/2015 under MFR report # 1627487-2015-1627563. The filing is hereby resubmitted to reflect the appropriate MFR report number.